Event description:
Customer reported device =439 mg/dl at 12:45 am. Customer took 20 units of insulin. Customer went into convulsions. Customer's friend tested their & device =23 mg/dl. Friend called 911. Emergency medical technician (emt) device =28 mg/dl. Emt's gave customer a glucose IV which brought their glucose level to 289 mg/dl. No controls were used. A request was made for return product and replacement product was sent.